Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Functionality was restored to the imaging system by replacing the system control board. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was not starting up. It was reported that the detector and generator status were not ready on remote desktop. It was reported that the imaging system entered standalone mode at startup. Preliminary troubleshooting found that the electrical chain was operating as designed. There was no patient present when this issue was identified. No additional information was provided.